Event description:
A report of a patient experiencing difficulty charging was received. The decision was made to revise the patient's pocket location closer to the surface of the skin. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is a final report.